Event description:
Two screwdrivers became stripped during insertion of an expedium cannulated closed polyaxial screw. The drivers caused the hex feature of the concomitant device polyaxial screw to become damaged and that screw was removed and replaced intra-operatively. Also, a set screw became stripped during final tightening. The device could not be tightened or removed with instrumentation. A metal cutting burr was employed to burr out the set screw. As a result, the rod on the right side of the construct was removed so that a new closed polyaxial screw could be placed. The construct was securely tightened and the surgical site closed with no adverse consequences to the patient. However, as a result of the difficulties encountered, the procedure was delayed by approximately ninety minutes. Concomitant devices: mis 5.5 ti closed polyaxial screw, 186719870; mis 5.5 ti closed polyaxial screw, 186719880; x25 screwdriver, catalog number unknown. This medwatch report is being filed for the set screw. See mfg medwatch report no. 1526439-2012-11060 for the stripped screwdrivers that were involved in this event.

Manufacturer narrative:
(B)(4). The set screw was destroyed during its removal and is not available for evaluation. The lot code is unknown. Without a lot number, a review of manufacturing records cannot be completed. Without a product sample, we are unable to confirm the reported issue or identify the root cause. Review of complaint data found no emerging trends. In the absence of a product sample, lot number, or observed trend, this complaint will be closed with no further action required.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation of the product complaint. Device was destroyed during removal.